Event description:
Head of the theatre, reported to our sales rep that she observed, that the "teeth" on the front-end of the screwdrivers get bent or broken. Nothing felt into the surgical field. They had replacements and could complete the surgeries.

Manufacturer narrative:
Once the investigation has been completed, any add'l info will be reported in a supplemental report.